Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient was suspected to have an infection at the battery site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.